Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), product type lead; product ID 3777-60, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported there was charging more than expected. It was noted they calculated the estimated recharge interval on longevity calculator. It was logged the patient had been charging once every three days or so and this was confirmed via an interrogation with the clinician programmer. It was reported the patient was getting 8 bars every time. It was noted that a manufacturer representative had just changed the settings to the settings provided. It was noted the previous settings had two programs with the other program using 5 electrodes as well as 15hz for a rate. Settings: 1an 1cathode, 735 ohms, ma 6.503, 4.8 v, 240 usec, 80 hs, aprox 14 days. Additional information received reported that the patient was accurately stating their recharging levels. It was noted that it was a power on reset (por) and the patient was operating normally as of (B)(6) 2014. Additional information received reported that no error code was given.